Event description:
As reported via the (B)(4) registry, a patient experienced a non-q wave myocardial infarct two days after the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the left proximal internal carotid artery. The lesion was described as 18mm in length, moderately calcified and arch type I. The reference vessel was 5.0 in diameter with mild vessel severe tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. It is unknown if debris was noted in the filter basket. It is unknown if air bubbles were present. There was 25% residual stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure ((B)(6) 2013) the nih stroke scale score was 0 and the stroke scale score was 3. Two days after the index procedure ((B)(6) 2013), the patient experienced a non-q wave myocardial infarction. An EKG indicated new st elevation. It is unknown if the patient was medically treated. On (B)(6) 2013, the post nih stroke scale score was 2 and the stroke scale score was 2. The patient was discharged on (B)(6) 2013. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, a patient experienced a non-q wave myocardial infarct two days after the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the left proximal internal carotid artery. The lesion was described as 18mm in length, moderately calcified and arch type I. The reference vessel was 5.0 in diameter with mild vessel severe tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. It is unknown if debris was noted in the filter basket. It is unknown if air bubbles were present. There was 25% residual stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure ((B)(6) 2013) the nih stroke scale score was 0 and the stroke scale score was 3. Two days after the index procedure ((B)(6) 2013), the patient experienced a non-q wave myocardial infarction. An EKG indicated new st elevation. It is unknown if the patient was medically treated. On (B)(6) 2013, the post nih stroke scale score was 2 and the stroke scale score was 2. The patient was discharged on (B)(6) 2013. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Several attempts to gather additional information have been made and have been unsuccessful. The patient¿s medical history include severe pulmonary disease, hyperlipidemia, cardiac arrhythmia, smoking, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension (systolic>140, or diastolic>90, or requiring medication). The product remains implanted, therefore, is not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Myocardial infarction occurs when the blood supply to part of the heart is interrupted causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque in the wall of an artery. The resulting ischemia (restriction in blood supply) and oxygen shortage, if left untreated for a sufficient period of time, can cause damage and/or death of heart muscle tissue. Based on the information available for review, the patient¿s medical history of hyperlipidemia, smoking, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension places the patient at a higher risk for experiencing an mi. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.